Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. It was reported that the site did a pre-op scan with a non-medtronic imaging device, did their plans, and then did imaging system spins that found their leads were placed lateral. The site then imported t1, t2, flair and computed tomography (CT) all from the site. They put t1 as the reference and the merges looked good. Site took a post op scan with the imaging system and the leads looked lateral about 3mm. The leads were shifted to the right about 2 mm. Right lead was lateral, left lead was medial. The frame and localizer were scanned by themselves and found to have an error of 0.5. The frame registration for the patient involved was 0.6 but on the right side, as we scrolled superior and the middle marker moved posterior the error for that marker was over 1.0. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be duplicated and the system passed system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. A software analysis was conducted. Analysis found the issue could not be duplicated. If information is provided in the future, a supplemental report will be issued.